Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, echocardiogram (echo) was performed to ensure position. The pump was across the valve on echo although they were getting ¿pump in aorta¿ alarms. The patient slowly decompensated throughout the night. It was further reported that care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as a part of the retrospective review of historical records.